Event description:
It has been reported to philips that the footswitch did not work. Incorrect operation of the radiation release footswitch. The error in log file stated "x-ray failed". The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a coronary diagnostic procedure and the procedure was complete as planned. The philips field service engineer (fse) inspected the system on site and confirmed the x-rays were not active when the wired footswitch was pressed. The philips engineer has replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.